Event description:
It was reported that revision surgery was peformed. Pain and metal particles in the blood stream reported. The devices were implanted in october of either 2006 or 2007.

Manufacturer narrative:
Revision date added.